Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin ump received with minor scratches on lcd window, cracked battery tube threads, cracked case at display window corners and reservoir tube lip.

Event description:
It was reported that the customer received a button error on her insulin pump screen and the screen displayed unprompted scrolling. The customer's blood glucose level was 304 mg/dl, which she treated for with an injection. The customer stated the insulin pump was exposed to moisture from the rain. She was advised to discontinue use and revert to a back-up plan. Nothing further was reported.